Event description:
It was reported that the camera head suspected disconnection and image problem during pre-use inspection. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information: the intended procedure was a therapeutic type.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. The device was returned to olympus for inspection and the reported failure "suspected disconnection" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on electrical contacts and rust on coupler pins. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.